Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The adherence/clogging of the material in the air/water-channel was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use (IFU): gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects on the air water tube. There were no reports of patient involvement.